Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04648. It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 where the leads were explanted, however; the physician was unable to re-implant new leads due to inability to access the epidural space and movement of patient during the procedure. Surgical intervention may be pending to implant new leads.